Manufacturer narrative:
Hip revision on (B)(6) 2016. Metal on metal articulation revised for pain thought to be associated with the metal articulation. The patient had raised metal ion levels and pain and tissue damage and debris. Primary surgery completed on (B)(6) 2008. Product descriptions: summit femoral stem 7h 1.5 mm 36mm head metal 54mm 100 series duofix pinnacle cup 54mm metal acetabular liner ultramet 36mm. Head and liner revised only. Cup and stem remain in situ. Patient reported to be active. No further information available. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Addendum added 26-april-16. Following receipt of product information, the complaint was re-opened 06-april-16. From review of the information received, it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then this shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Metal on metal articulation revised for pain thought to be associated with the metal articulation. The patient had raised metal ion levels and pain and tissue damage and debris. Head and liner revised only. Cup and stem remain in situ.